Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had rust and discoloration in the instrument channel. The issue was found during out of the box failure. There were no reports of patient involvement.